Manufacturer narrative:
There were no device deficiencies found during the evaluation of the returned autopulse platform (sn (B)(4)) that could have caused or contributed to the reported complaint. The autopulse platform performed as intended. Upon visual inspection, no physical damage was observed. Per archive, the last session was performed on (B)(6) 2019. Per customer, the problem occurred date was on (B)(6) 2019. There was no archive data showing that the platform performed compression on the customer reported event date.

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) displayed unknown user advisory (ua) "realign lifeband" error message after performing an average of 5 compressions. The same issue happened twice and the user was able to clear the error message both the times. However, the same issue occurred again for the third time after performing 10 compressions and the user was unable to clear the error message. Immediately, the crew reverted to manual CPR. No known impact or consequence to patient information was provided.